Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an increase in shock impedance measurements to out-of-range values. Additionally, an increase in pacing impedance on both the right atrial (ra) lead and the right ventricular (rv) lead was detected, although these values remain within normal ranges. These increases were observed in the last month, and it was noted the patient started taking a new medication for cholesterol around the same time. Technical services (ts) was consulted and noted that although the gradual increase in all impedance trends might be related to the variation in pharmacological therapy the patient started in the same period, in order to exclude potential malfunctioning of the system, provocative maneuvers and pocket manipulations should be performed in-clinic. No adverse patient effects were reported. The ICD and leads remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an increase in shock impedance measurements to out-of-range values. Additionally, an increase in pacing impedance on both the right atrial (ra) lead and the right ventricular (rv) lead was detected, although these values remain within normal ranges. These increases were observed in the last month, and it was noted the patient started taking a new medication for cholesterol around the same time. Technical services (ts) was consulted and noted that although the gradual increase in all impedance trends might be related to the variation in pharmacological therapy the patient started in the same period, in order to exclude potential malfunctioning of the system, provocative maneuvers and pocket manipulations should be performed in-clinic. No adverse patient effects were reported. The ICD and leads remain in service.